Event description:
A revision surgery was performed on (B)(6) 2010 to replace pedicle screws at l4/l5 that were originally placed on (B)(6) 2009. Per the initial reporter, the surgeon noted that the l5 screws had lost some of their original purchase because of the pt's poor bone quality. There was no problem with the implanted hardware.

Manufacturer narrative:
Info received from the initial reporter indicates that the pt is osteoporotic. The surgeon used lanx osteo-screws and depuy confidence spinal cement during the hardware replacement. Allograft was placed lateral to the new hardware construct to promote bone growth.